Event description:
It was reported that the pacemaker's battery life on (B)(6) 2020 indicated 4.4-5.5 yrs. But on 16 aug, 2021 there was a decrease of 2.2. Yrs observed. Premature battery depletion or battery exhaustion due to elevated capture threshold was suspected. The device was originally implanted (B)(6) 2012. The life span was considered reasonable but it's accuracy could not be determined. The device remained implanted and was being monitored. There were no patient consequences.